Event description:
The cause of the low flow alarms was not identified. The 3d heart computed tomography angiography (cta) showed no obstruction and no evidence of outflow graft narrowing or thrombosis. A transesophageal echocardiogram (tee) ramp study showed minimal aortic insufficiency and no other findings to explain the low flow alarms. The patient presented with symptoms of worsening shortness of breath with exertion during the time of the low flows. There were no changes to patient condition or anticoagulation status that would have contributed. There were no changes to pump parameters. The patient was scheduled for a right heart catheterization.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient continued to have low flow alarms following the low flow software upgrade. Log files were submitted for review. It appeared following review, that the event log file contained low flow estimates as well as sustained low flow hazard events. The calculated flow appeared to have fluctuated near the alarm threshold of 2.0 lpm. The flow readings did not appear to have been the result of any external equipment malfunction. The calculated pi values were non-variable. There were no unusual rotor faults, pump temperature, or other abnormal faults seen in the log.

Event description:
It was reported that the patient experienced persistent low flow alarms. They were slightly hypertensive with a mean arterial pressure (map) of 90, but the site wanted to rule out other potential causes. Log files were submitted for review. Following review by tech services, it appeared that the event log captured persistent low flow events with the estimated flow hovering mainly around 2.4 to 2.5 lpm. The pulsatility index (pi) values were consistently in the 4 range and non-variable, which may have been indicative of an obstruction in the ventricular assist device (vad) circuit. Tech services noted it may potentially have been in the outflow.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not be conclusively determined. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event log file contained events on 12aug2025. Intermittent low flow alarms were captured throughout the file, the longest of which persisted for approximately 23 minutes. Additionally of note, a gradual decrease in flow was observed throughout the controller periodic log file from 01aug2025 through 12aug2025. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The submitted controller event log file contained events on 02sep2025, following the software upgrade. Intermittent low flow events were captured throughout the file, several of which were associated with transient low flow alarms. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including hypertension, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients (document (B)(4)) and clinicians (document (B)(4)) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.